Manufacturer narrative:
Product event summary: analysis confirmed the reported event; system test failure, error occurred during the boot up sequence due to hard drive failure. Analysis also found the right keyboard hinge was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer freezed and there was an error code that appeared which indicates a hard-drive failure. The programmer was returned for service. There was no patient involvement.